Manufacturer narrative:
(B)(4). An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account generated a falsely depressed hemoglobin of 77.0 g/l on ID (B)(6) using the cell-dyn ruby. The sample was repeated with a higher hemoglobin result of 85.6 g/l. Then, the sample was repeated using a different cell-dyn ruby analyzer and generated hemoglobin results of 82.5 and 84.2 g/l. No impact to patient management reported.

Manufacturer narrative:
To evaluate the account's concern, a review of the product for any trends and all customer complaints received for this issue was performed. The review of this data did not identify any adverse trends or abnormal complaint activity. A full bench alignment and cleaning were performed and precision was found to be within specification. Additionally, all user maintenance was completed. The analyzer is performing within specification and the falsely depressed hemoglobin result may be due to a preanalytical error. Based on the product evaluation, which included review of historical data and labeling, the cell-dyn ruby is performing as expected.